Event description:
In 2005, the physician successfully implanted an gore bifurcated endoprosthesis with a contralateral limb device. At the approximately 6 months follow-up visit, a 2mm aneurysm enlargement was detected with a distal type I endoleak. A 20mm contralateral device was deployed to successfully resolve the endoleak. The patient's condition was stable following the procedure.